Event description:
A pt underwent aortic valve replacement with this 27mm trifecta valve. Using a sjm sizer, the pt's annulus was determined to be 27mm and the valve was placed in the supra-annular position. The pt was hospitalized in (B)(6) 2014, the pt was discharged and readmitted on (B)(6) 2014 and the valve was explanted and replaced with a smaller 25mm valve from another manufacturer on (B)(6) 2014. During the procedure, a tear of one the cusps was observed. The pt is in stable condition.